Manufacturer narrative:
Internal report #: (B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call two hours after meal ((B)(6) 2015; 6:27pm) with results of "hi" and "hi". Verified storage of test strips is within specification since they are kept in living room. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is about two days ago. Recall test results performed two hours after meals from meter memory: (B)(6)/ at 10:00pm - "hi". (B)(6) at 10:00 pm - "hi". Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.